Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported while using unspecified bd infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: while attempting to move the bag to bedside pole, the tubing became disconnected from the bag and the bag poured out. I was attempting to grab at the end to plug at base of bag while another nurse attempted to get bag off the pole to lower bag.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Initial reporter address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: while attempting to move the bag to bedside pole, the tubing became disconnected from the bag and the bag poured out. I was attempting to grab at the end to plug at base of bag while another nurse attempted to get bag off the pole to lower bag.